Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the device stuck on tissue when the jaws would not open? If yes, how was the device removed? Were the device jaws eventually able to be opened? Not open at last, used echelon to re-cut and re-anastomosed the tissue: close the atw45's jaw to re-cut the tissue but not the critical part, so not cause patient bleeding and surgery delayed.

Event description:
It was reported that during the lobectomy procedure, could not fire on the 2nd firing. Could not open the jaw. Another like product was used to complete the procedure. There is no report on the patient's injury.